Event description:
The customer reported that the multifunction footswitch pedal caused the couch to move in the inward direction un-commanded. The philips field service engineer (fse) confirmed that the multifunction footswitch cover was intermittently making contact with the horizontal "in" direction pedal in the footswitch, which caused the un-commanded movement. The fse confirmed that there was no rescan and no harm to a patient or an operator due to this issue. The fse reported the site biomedical engineer had replaced the couch's encoder belt and had not installed the footswitch cover correctly on the multifunction footswitch when the service was performed. The fse adjusted the cover of the multifunctional footswitch to resolve this issue.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).